Event description:
Caller alleged discrepant inratio2 results. Results as follows: test results: date: (B)(6) 2012, inratio: 2.1; (B)(6) 2012, hosp lab: 8.1. Time between testing: 24 hours. Pt was admitted to hosp for elevated inr and bleeding. Add'l data: date: (B)(6) 2012, inratio: 1.3, dr's poc: 2.3. Time between testing: within 2 hours. Sending replacement inratio meter/test strips to the customer.

Manufacturer narrative:
Investigation pending.